Manufacturer narrative:
The following two devices were reported; and only an x-ray was received. The reported implant was not received for investigation. The investigation is based on the reported information and provided x-ray. One (1) 4.0mm cannulated screw, long thread, 64mm (part 207.764 / lot unknown / broken: postoperatively): the complaint condition is confirmed as the provided x-ray shows the distal fourth of the threads of the screw partially separated and superior to the shaft of the screw. This is consistent with the reported condition of unpeeling of the threads. Replication of the complaint condition is not applicable as the threads are already unpeeling and were not returned. A review of the provided x-ray and a drawing review were performed as part of this investigation. No new malfunctions were observed during the course of this investigation. The reported screw is part of the cannulated screw system and referenced in the 4.0mm cannulated screw surgical technique. The screw is self-drill but the technique guide notes that ¿in dense bone, it may be helpful to use a 2.7mm cannulated drill bit to penetrate the near cortex prior to insertion.¿ relevant drawings were reviewed. During the investigation no product design issues were observed that may have contributed to the complaint condition. No further dimensional or material inspection could be completed as the device was not returned. One (1) unknown ¿ screw cannulated (part/lot unknown / malformed: size issue): the part number and lot number are unknown for the cannulated screw which was reported to be too long for the intended use. Thus, a DHR review could not be completed. Additionally, the device was not returned and no x-rays were provided of this device. Thus, the condition cannot be assessed and no physical inspection can be completed. Therefore, no further investigation can be completed on this device. No definitive root cause was able to be determined as the devices were not received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Lot unknown, UDI is unavailable. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pinning of a medium supracondylar of a humerus procedure on (B)(6) 2017 as the surgeon begun to drill down, a 4.0 cannulated screw begun to unthread causing an estimated 3 minute delay in surgery. It is unknown how or why the screw begun to unthread. The unthreading of the screw left fragments in the patient. Most of the fragments were reported to be removed with ease; but, a small part of the screw is reported to have been left in the patients left arm. The surgeon replaced this screw with another cannulated screw that was reported to be too long (due to the surgeons measurements) and was removed and replaced with a third screw that was implanted inside the patient. The patient is reported to be in good condition following the procedure. This report is for 1 device. This report is 1 of 1 for (B)(4).